Event description:
It was reported that the event occurred while in the cardiology cath lab during use. The md inserted the 30 cc rediguard intra-aortic balloon (iab) via femoral artery with no issues. Immediately after the operation, when pumping was initiated and turn on, the pressures displayed a low augmented pressure as well as not showing an adequate balloon pressure waveform. During the night the patient had a low level of augmented pressure. As a result, it was decided in the morning that since there doesn't seem to be any benefit to having the pump on, as augmentation pressure was low, the iab would be removed. It was not replaced by another one. The customer has specified that they use a blood (bd) pressure transducer for this patient. There was no report of patient death, complications or injury. No medical/surgical intervention was required. It is unknown if there was a delay or interruption in therapy. The patient outcome was transported as planned to the intensive therapy unit (itu). An update received on (B)(4) 2012 per the sales manager stated that it appears they could not achieve a high enough pressure in the balloon to give rise to adequate augmented pressure for the patient.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.